Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No alarm for a compromised force sensor system could be verified due to the motor error alarms. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported the customer received a compromised force sensor system alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.